Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited noise. This rv lead was explanted and replaced. Additional information received indicating that the source of noise was not determined. There were no therapy given. No additional adverse patient effects were reported.